Event description:
Patient called to report a product issue he¿s experienced with 3 of his abbott libre 3 sensors. Patient stated the sensor gives inaccurate low readings and alerts him for a low reading which he will then eat carbs to correct. He stated he will watch his sensor to see if his blood sugar levels out but eventually the sensor cuts off and stops obtaining readings and giving readings. He stated he¿s had no adverse symptoms which is why he knows the low readings are inaccurate. He stated he¿s very frustrated with abbott and their lack of response to this problem. The same issue has happened with 3 sensors. Patient code: 4582, device codes: 1535, 3023, 1516. Reference reports mw5179870, mw5179871.